Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's implantable cardioverter defibrillator revealed a loss of bluetooth low energy (ble) telemetry. Corrective programming changes were made to restore the patient's device. No patient consequences were reported.

Manufacturer narrative:
Additional information: a4: field should reflect new information of patient weight.

Event description:
New information received notes that the patient weight was 260 pounds.

Manufacturer narrative:
The reported event of inability to communicate viable was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.